Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The reason for the reporter's call was due to frustrations with his distributor and pump suppler. On the call, the patient reported feeling unwell due to an inaccuracy and hypoglycemia. The patient's spouse called an ambulance, and the patient disconnected the call. Diligence attempts to contact the reporter for more information were not successful. There was no information about bg or cgm values or treatment and medical intervention. At the time of the report, the patient was feeling unwell. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.